Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and breast pain". This record is for the left side. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d3, d4, h4.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV (change in breast shape, firmness, pain, high riding implants)". The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d4, d6a, e1.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and breast pain". Healthcare professional later reported "capsular contracture baker grade IV (change in breast shape, firmness, pain, high riding implants)". This record is for the left side. The device has been explanted and replaced with another manufacturers device.